Event description:
Received info stating that customer received occlusion alarms. The customer's blood glucose was affected.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up report will be submitted.